Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular lead exhibited multiple high out of range shock impedance measurements of greater than 125 ohms. The cause of the impedance issue has not been determined and no intervention has been performed at this time. The device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated that the patient was later seen in the clinic and their system was reprogrammed to a different shock-vector which eliminated any out of range measurements. The physician assumed a defect of the proximal coil of the lead to be the cause of the issue. The patient will continue to be monitored. No adverse patient effects were reported.